Manufacturer narrative:
The suspect product is the inform meter.

Event description:
The pocc reports the 3rd pin of the inform meter is blackened. No patient therapy modified based on the malfunction. No patient injury was reported and no treatment was received. This occurred at the hospital. Technical support requested the return of the suspect product and replacement prodcuct was shipped. The inform test system: meter.